Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h6 and h10. A definitive root cause could not be determined. Probable root causes include: failure in the power supply board. Failure in the main board. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device oev-262 monitor showed no power. According to the reporter, the defective monitor was replaced. It was unknown if the issue occurred during a case or during preparation for use. No patient involvement reported on this report.